Event description:
It was reported this balloon burst following multiple inflations during an arteriovenous fistula graft dilatation procedure of a calcified lesion. An inflation device was not used. Resistance was encountered removing the balloon catheter through the graft. Exertion against resistance resulted in a segment of the balloon material detaching in the graft. A thrombectomy procedure was performed with retrieval of the balloon material. The pt's condition is good. This device has not been rec'd for eval. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with over pressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilation than do native vessels. Access to bypass grafts for anagioplasty may also contributed to ballon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Co's follow up indicated this graft had been in the pt for 11 years and the anastomosis site was calcific. F/u also revealed a pressure gauge was not used to determine the adequate dilating force within the balloon. Additionally, an introducer sheath was not used with this balloon catheter and resistance was encountered upon removal of the balloon catheter. Co believes the above factors may have contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Directions for use state: "due to the extremely thin wall thickness of theultra-thin balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts...it is essential that an inflation device with a pressure gauge be used to monitor pressure within the balloon to determine that adequate dilating force is applied while not exceeding the maximum limits of the product...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel.